Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer reported that "6 mo a patient was told phantom pain" when meanwhile they "went in" and it was "fried leads (wires) not phantom pain."